Event description:
It was reported placement of this jugular filter was successful and uneventful. An x-ray taken two hours post-placement confirmed successful placement. Five to six days post-placement, a central line was placed without the aid of fluoroscopy. It was indicated difficulty was encountered with the guidewire during central line placement; however, specific details about the difficulties were not available. Following central line placement an x-ray was taken which indicated the filter was at the superior vena cava junction. The filter was left at the svc junction. No retrieval is planned. A femoral filter was successfully placed. No pt complications resulted from this event. Follow up revealed the central line was placed without the aid of fluoroscopy and difficulty was encountered during placement. Co's attempts to gain further details regarding the difficulties encountered were unsuccessful. The filter referenced in this report had been placed successfully, without complication, and an x-ray taken 2 hours post-placement confirmed successful placement. Therefore, co believes central line placement without the aid of fluoroscopy may have contributed to this event. However, without further details about the central line placement, co is unable to determine the exact cause for this event.